Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the cannula broke off inside the radial sleeve upon insertion of the trocar. A piece was seen in the expandable sleeve. To be safe, they looked in the patient cavity and did not find any pieces. No operating room time extension of more than 30 minutes. No blood loss. No tissue damage. No tissue loss.